Event description:
A baxter service representative reported an infusion pump that nondelivered during service. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.